Event description:
While circulating in operating room, the circulating nurse overheard the personnel scrubbed at the field say that they had seen a spark. The orthopedic surgeon reported to the nurse that when he pulled the suture shuttle loaded with sutures, the shuttle contacted the metal point of the anchor and created a spark. The anchor was not in contact with the patient at the time and therefore there was no contact with the patient nor any suture material or draping. There was no damage to the anchor and was subsequently used. Anchor material was not metallic, anchor tip was metallic (self-punching).